Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level displayed as "high" "multiple times last week"; although a specific value was not provided. The customer delivered a correction bolus via pump and drink a lot of water to address the elevated bg level, and there was no need for third-party assistance. Multiple contact attempts were made by tandem technical support to educate the customer that pump battery was depleting normally based on their settings and customer usage; however, the customer did not respond.